Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. Reportedly, the customer's blood glucose (bg) level elevated up to 400 mg/dl. The customer changed all of the supplies, and would deliver a bolus or use manual injections to address the bg level. As the reported events had occurred in the past, the contact declined to perform troubleshooting with tandem technical support.